Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint. And completed the device evaluation. Failure analysis (fa) investigation found, the primary finding of grip cable broken to be related to the customer reported complaint. The instrument was found, to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Additional finding not reported by the customer: the instrument was found to have thermal damage located at the grip base. There were no signs of arcing.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The maryland bipolar forceps (mbf) instrument was not working. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the customer about the complaint: during the procedure, it was noticed, that a single jaw was not working, in terms of holding.